Manufacturer narrative:
Lot ds017807 for 2 units was released on 25-jun-2018 for distribution. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the DHR.

Event description:
It was initially reported that the bivona custom tube had pin holes in the cuff. The tube was never sterilized, and had no leak prior to placement. It was later reported by the patient's physician that there was a cartilage in the end user's trachea that was damaging the cuff. The physician submitted a new template for a device with a longer length shaft, so that the cuff was positioned past the cartilage when the device was in situ. No death or serious injury was reported in connection with this incident.